Event description:
Device 1 of 4. Reference MFR report #1627487-2013-12203, #1627487-2013-12214, #1627487-2013-12215. It was reported the patient was not receiving stimulation coverage following a fall. Impedance reading revealed almost all contacts were invalid. New extensions were tested with the leads. Extensions were removed and replaced. The leads still showed invalid contacts but programming provided effective stimulation. Follow-up revealed the patient is no longer receiving effective stimulation. Physician plans surgical intervention to address the issue. Note the leads are positioned in the occipital region (off label use.) Note the patient received two leads from different lot numbers and two extensions from different lot numbers, all devices are being reported.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.